Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a leak. It was reported that a steerable guide catheter (sgc) was being prepared for use; however, the hemostatic valve was leaking. The stopcock was closed, but the hemostatic valve continued to leak. The sgc was not used in the patient. Another sgc was prepared to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported sgc leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported for leaks from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.